Manufacturer narrative:
No photo or sample was received for the customer's complaint of backflow. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. The manufacturer has been notified of this occurrence. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Codes.

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following information. It was reported by the customer that we have had two issues recently with IV tubing. When hanging a secondary bag it as then flowed into and filled the primary bag. On the second incident we tested just the primary tubing with a syringe and it seems the backflow valve is defective and allowing drug to backflow unintentionally. It happened on different pumps, so I think it is a tubing issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.